Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver fail to boot and charge due to perpetual rebooting. The receiver download failed due to perpetual rebooting. The receiver download retrieved and attached: failed - perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: passed. Perform paring\calibration and performance test: failed - perpetual rebooting. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.